Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
"The thread is too long... Pops out of the impactor... New impactor in another kit was opened, delay approx. 5 min".

Manufacturer narrative:
Reported event: an event regarding other involving a cutting edge impactor was reported. The event was confirmed. Method & results: product evaluation and results: visual: the reported device was not returned however photographs were provided for review. A reviewed indicated the thread portion of the impactor was not sitting flush on the shell. The product failure mode is consistent with that described in CAPA related to the threaded stud overcoming the fixation of the press fit, dowel pin and weld, and pull out of the handle shaft. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: visual: the reported device was not returned however photographs were provided for review. A reviewed indicated the thread portion of the impactor was not sitting flush on the shell. The product failure mode is consistent with that described in CAPA related to the threaded stud overcoming the fixation of the press fit, dowel pin and weld, and pull out of the handle shaft. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"The thread is too long... Pops out of the impactor... New impactor in another kit was opened, delay approx. 5 min".